Manufacturer narrative:
H3:no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the tool was taken out of the bag, and when it was connected to motor and started to be used, motor generated heat. The physician noticed that the bur movements were abnormal under the microscope. The rotation was not circular and was shaking (elliptic). When the same model number of bur was taken out and used, and the rotation was circular and functioning well, there was no heat generation, so it could be used without any problems. No patient impact was reported. The procedure was completed with backup product(s). On follow -up it was reported that the there was delay in the surgical procedure of approx. 5 minutes for replacing the bur. It was reported that there were no patient or staff impact.